Manufacturer narrative:
Device evaluation and as noted in section b5 found disturbance in images due to cable failure. Connector pins found with discoloration. Flooding due to damage to the switch part was observed. Evaluation noted that , likely , the watertight function did not function normally due to the damage of the switch and ¿flooding¿ occurred; the disturbance of images due to cable failure. It is assumed that the video function did not function normally due to the cable failure and ¿disturbance of images¿ occurred. A device history review of the actual device was conducted and found no problems. This issue is addressed in the instructions for use (IFU). 4.1 precautions (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. Endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not strike or drop the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during device evaluation disturbance of images occurred. Flooding due to damage in switch part was noted. There was no patient involvement on this event.